Manufacturer narrative:
(B)(4). Application support manager visited the account and according to staff the surgery on (B)(6) 2016 for this patient was uneventful, no problems, no issues, no errors nor anything untoward occurred on the day. They confirmed that all other patients treated on same surgery day were treated successfully with no post-op issues to report. Since the patient had a prior refractive laser treatment 10 years ago it means the recent treatment in the complaint is ¿off-label¿ because the visx s4ir is not indicated for use on any eye that has had prior ocular surgery. As such, it is impossible to verify if the amo laser performed correctly because it was not used in accordance with the product registration. Optometrist who saw patient mentioned that the refractive post-op myopic shift was likely due to patient corneal healing and accommodation. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that patient with previous refractive laser treatment (10 years ago) had photorefractive keratectomy with excimer laser treatment for hyperopia in (B)(6) 2016. At the patient 3 month post-op appointment it was noted that patient refraction indicated a myopic shift and loss of visual acuity. Pre operative refraction: right: 6/7.5- +2.25 / -0.50 x 160 6/6+ ks: 44.00/45.75 x 84. Left: 6/7.5 +2.75 / -0.75 x 30 6/6+ ks: 44.00/44.50 x 99. Right pachymetry: 533 microns. Left pachymetry: 565 microns. Cycloplegic refraction with 1% cyclopentolate: right: +2.75 /-0.50 x 170. Left: +3.25 /-0.50 x 25. Post op refraction 1 month: right: 6/60 -3.75 / -0.75 x 180 6/12+ ks: 48.25 / 49.25 x 85. Left: 6/60 -2.75 / -1.75 x 180 6/7.5+ ks: 48.00 / 49.25 x 93. Cycloplegic: right: -2.50 / -0.75 x 180. Left: -1.50 / -1.25 x 180. Post op refraction 3 month: right: 6/24 -1.12 / -0.50 x 15 6/7.5 ks: 47.50 / 48.25 x 101. Left: 6/30 -2.50 / -1.25 x 30 6/12- ks: 46.75 / 48.00 x 88. Left eye pinhole to 6/10+.